Event description:
RMA was issued for the returned device. The nurse reported the resident was tightening the bolt and the catheter, (oxygen probe) cracked. No pt injury was reported. Additional information was received indicating the entire triple lumen cracked. The resident had to remove the entire device and replace with a new one.